Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 44 22gx1.00in insyte autoguard devices from lot number 2235212 for the investigation of this complaint. A gross visual inspection shows that 43 of the units are sealed in their packaging and one unit is not sealed. In addition, the unsealed unit has the needle retracted in the barrel and the safety button has been activated. A functional test was performed. On the 43 sealed units, the safety button was activated and the units retracted in the safety barrel immediately upon activation. On the unsealed unit, the investigation was conducted by reengaging the needle. The needle was pushed out of the barrel and the safety button was activated to hold it in the place. Microscopic inspection was performed on the unit and no defect could be found. The safety button was then activated, and it retracted without any resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract. The following information was provided by the initial reporter: "IV doesn't safety... Also, when pushing the button to retract the needle after placement, the retraction was slow."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract. The following information was provided by the initial reporter: "IV doesn't safety... Also, when pushing the button to retract the needle after placement, the retraction was slow."